Manufacturer narrative:
The user facility reported that the thermal safety switch would not reset, some areas of the insulation on the heater box were singed, and the drain tube was partially melted. A steris service technician arrived on site, inspected the unit, and confirmed that the safety switch on the heater box would not reset. The user facility declined steris's offer to service the unit and stated they would perform the proper repairs to return the unit to service. The steris equipment warranty expired on 12/31/2014 and the unit is not under contact for maintenance services. The user facility requested to have a heater box assembly, thermodisk, and transformer shipped for repair. Based on the information provided to steris, this event can most likely be attributed to a defective transformer on the drying heating elements. This malfunction would have created an overheating of the elements resulting in the opening of the thermodisk. The operating manual states on pg 6-1 "warning-personal injury and/or equipment damage hazard: regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact steris to schedule preventive maintenance."

Event description:
The user facility reported a burning smell was emanating from their reliance endoscope processing system. No injury or procedural delay was reported.